Manufacturer narrative:
Batch review performed on 25 june 2018. Lot 031327: (B)(4) items manufactured and released on (B)(4) 2004. Expiration date: 2009-03-01 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director on 22 june 2018. Acetabular component revision occurred 14 years after primary implantation of a cementless total hip arthroplasty in a woman who was (B)(6) at time of surgery. Radiographic images provided show evident signs of osteolysis around the cup and in the proximal femur. It is conceivable that these signs could be originated by pe wear debris, particularly because the original implant was standard pe. The young patient is likely to have led an active life for 14 years and this may involve significant wear and wear-related osteolysis, but the cause cannot be determined with certainty. A lifetime of 14 years in a young patient is a normal result for a standard pe component, as described in literature.

Event description:
Revision due to aseptic loosening of the cup 10 years after primary surgery; the patient reported about limping and pain.